Event description:
It was reported that during procedure, the stent (subject device) was unable to release because it was detached from the wire and remained in the catheter. There was no clinical consequences reported at this time. No further information available at this time.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the available information the patients anatomy was severely torturous. It is probable that the tortuous nature of the patients anatomy caused the reported resistance and subsequent premature stent deployment. An assignable cause of procedural factors will be assigned to this complaint as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure, the stent (subject device) was unable to release because it was detached from the wire and remained in the catheter. There was no clinical consequences reported at this time. No further information available at this time.